Event description:
Reporter alleged that she was unable to test on her voicemate advantage system because of an error message and she fainted later on in the day due to hypoglycemia. Reporter stated that her friend treated her with gatorade. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.